Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer and healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - multiple back operations. It was reported that the patient speculated that their device may have moved or shifted because the patient reported that if the device touched something it goes "zoop" and sends a pain down their legs and they cannot walk. The patient reported that the ins was sitting on their spine and that he had discomfort when walking. Patient wanted the device removed. It was reported that they noticed this 6-8 months ago. No further complications were reported/anticipated.